Manufacturer narrative:
Persona articular surface provisional shim, catalogue # 42527900302 lot # 62357318. Device received, evaluation in progress.

Event description:
It is reported that the shim was discovered missing both ball bearings.

Manufacturer narrative:
(B)(4). The device was returned for further inspection. Visual inspection exhibits signs of repeated use and has components missing. The missing components were not returned. The device had an approximate field life of three (3) years and seven (7) months and was used an unknown number of times. The receiving inspection report was reviewed for deviations or anomalies with no deviations or anomalies identified; the product was likely conforming when it left zimmer biomet control. The complaint is confirmed. This device is used for treatment.